Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as "whistling" or "hissing" hissing if so, did the "noise" prevent insufflation? No. Was there a drop in pressure? No, if yes, did this affect the visibility of the surgeon? Na. What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Yes. Was a device inserted in the trocar during the leaking? No after removal. Was any torque being applied to the trocar or device? No.

Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. The device was leaking. The device leaked when devices were removed. There was smudging on the lense of the device. The device was used as-is to complete the case. There was no adverse consequence to the patient. Device was discarded.